Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state the sample was returned in. The product returned for evaluation was one 4fr sl powermidline catheter. A gross visual inspection of the returned unit found that the catheter was broken off at the 14cm depth marker. The distal portion of broken catheter was not returned. Microscopic inspection of the break site found found that the fracture edge was sharp and well defined. No striation patterns were able to be observed on the fracture surface. However, based on the shape of the break, it is likely that the user intentionally trimmed the catheter at the observed break site. The provided catheter segment was leak tested using water and a 12ml luer lock syringe, but no leaks were observed. Although no leaks were identified in the returned unit, no further conclusions can be drawn since a segment of the catheter tubing was not returned and could not be evaluated. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on (B)(6) 2024 extravasation of antibiotic through the proximal tip of the midline, requiring removal of the device due to leakage between catheter and tip. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 extravasation of antibiotic through the proximal tip of the midline, requiring removal of the device due to leakage between catheter and tip. No other information was provided.